Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 13-nov-2015, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 31-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 443 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. It was reported the patient came in with withdrawal symptoms and the reason for the call was the hcp would like assistance interrogating the pump. The hcp was walked through interrogating the pump with logs and it was confirmed there were no anomalies according to the pump logs. It was reviewed to consider checking the catheter and/or doing a single therapeutic bolus. The reporter was to follow-up with the hcp. The event date was (B)(6) 2018. Additional information was received from the healthcare provider (hcp) on (B)(6) 2018 indicated there would be a surgery to replace the pump and they believed this was a system/catheter issue. The pump was due to be replaced in 5-6 weeks. It was noted with the loss of efficacy they were weaning the patient off of the intrathecal baclofen (itb) prior to the pump replacement. Current settings were lioresal 2000 mcg/ml at 116 mcg/day. The hcp was inquiring what the lowest itb dose would be for the 2000 mcg/ml that was currently in the patient¿s pump. The hcp would confer with the patient, family and doctor. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Section d refers to the main device, other components include: product ID 8784 lot# serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type catheter product ID 8782 lot# serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type catheter, a4: patient weight added to reflect the information received on 2019-jan-10, b5: updated to reflect the information received on 2019-jan-10, d7: explant date updated to reflect information received on 2019-jan-10 , h6: patient codes c50789, c50706; device codes c63075, c62897 added to reflect the information received on 2019-jan-10. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2019-jan-10. It was reported that the patient's withdrawal likely took place early (B)(6) 2018. The patient reportedly did not come from (B)(6) to (B)(6) until (B)(6) 2018 when it was found that the patient had no response to the programmed bolus and no cerebrospinal fluid (csf) was able to be pulled from the catheter access port (cap) of the pump. The patient was reportedly in withdrawal in new your, but was stable and had no withdrawal as of (B)(6) 2018. The patient pump dose was weaned down as a result. The patient's replacement surgery was booked following the wean off. Or repair was delayed because of the risk of infection with the patient's decubitus on the sacrum. However the decubitus healed and the patient was cleared by plastic surgery. The patient catheter was explanted on (B)(6) 2018. The patient had 3 retained catheter pieces, all of which were explanted, and a new catheter was placed. It was reported that the cause of the withdrawal symptoms and lack of efficacy was due to catheter malfunction. It was later clarified that a catheter occlusion was found at the connector site. The patient's withdrawal symptoms were considered resolved. The patient's weight was provided. It was noted that though the local medtronic rep was present in the or, the hcp was unsure if the occluded catheter segment had been sent. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2019-jan-18. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2019-jan-18. It was reported that a portion of the proximal catheter was removed and a new portion of a proximal piece was added. It was also reported that the customer discarded the removed pump and the portion of the catheter that was removed. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2019-jan-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on (B)(6) 2019. The rep reported that they were present for the case on (B)(6) 2018. However, they were not made aware of any issues. The rep also noted that no items were returned to medtronic. No further complications were reported.